Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen is not responding properly to touch. The customer attempted to calibrate the touchscreen, but the issue is not resolved. The customer is requesting the part number for the replacement touchscreen. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part information for the touchscreen per customer's request.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.